Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with the blood glucose value of 50mg/dl. Customer¿s blood glucose value at time of incident was 20 mg/dl and current blood glucose value was 212 mg/dl. Customer treated with food. Customer had been experiencing low blood glucose values for several months now. He had pie filling and drank a soda and ate a sandwich. Customer did not allege pump was over delivering. Drive support cap appears normal. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.